Event description:
It was reported that at the patient¿s routine follow-up, approximately two-and-a ¿half months post implant, the atrial lead was found to have dislodged. It was noted that the atrial lead had no capture at max output and that the lead was undersensing, even at the most sensitive settings. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)